Manufacturer narrative:
Date sent to the FDA: 3/25/2021.

Manufacturer narrative:
Date sent to FDA: 9/29/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the mesh that was around the umbilicus but in a horizontal orientation. There did appear to be an area of granuloma that was removed with electrocautery. Electrocautery was then sued to carefully remove the mesh from the undersurface of the abdominal wall. It was reported that the patient experienced severe pain, at times loss of consciousness, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.